Event description:
It was reported that this right atrial (ra) lead was found dislodged. Physician elected to explant the lead because it had tissue stuck. Product will not return to boston scientific. No additional adverse patient effects were reported.